Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 500 mg/dl. It was reported that customer lost infusion sets while using serter and also found that a bent cannula. Attempts were made to contact customer for further information.